Event description:
Healthcare professional reported left side "device migration/implant malposition" and "deflation" via nbir. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition, deflation.

Event description:
Healthcare professional reported left side "device migration/implant malposition" and "deflation" via nbir. Patient undergone capsulectomy. Device has been explanted and replaced.